Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient would have an appointment on 2015-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient visited their hcp on (B)(6) 2014. The patient presented with urinary leakage, the onset of the symptoms was gradual, and the symptoms began many years ago. The pertinent findings included urge incontinence if the patient held to long, frequency 6 to 8 times a day, urgency, and nocturia. It depended on the patient's liquid in the afternoon, they leaked on the way twice nightly, had flooding at night, and used light pads. The leakage came in a sustained manner, it occurred daily, and it was preceded by arriving at home and at rest. The symptoms were moderate in severity, they were improving, and they were exacerbated by oral fluid intake and a full bladder. The patient had sharp pain deep in the vagina and in the back over their implant with certain levels of stimulation. The current treatment for the patient included kegel exercises and vaginal estrogen. The patient complained of dry mouth, constipation, back pain, neck pain, gait abnormality, impaired balance, and depression. The patient's abdomen was non-tender and non-distended, they had scars in their midline back and right gluteal region that were non-tender, and had lumbago. All of the impedances were normal and the patient's implant was off when first analyzed. The patient was given 4 new programs and felt programs 1 and 2 in the vagina, but also felt them at the implant site or in the gluteal region. Program 1 was set with 3 positive and 0 negative, program 2 was set with case positive and 0 negative, program 3 was set with 2 positive and 0 negative, and program 4 was set with 2 negative and 0 positive. An x-ray of the lower spine disk was ordered to confirm that the lead wire time was in s3. The patient would revisit in 4 to 6 weeks with the manufacturer representative present. The patient was instructed to start on program 1 for 4 to 5 days and they could increase the strength of stimulation. The patient would change programs next to program 2, and then 3, and then so on each for 4 to 5 days to see if it was working better. The patient was told to never hit the blue side buttons. The patient next visited their hcp on (B)(6) 2015. The patient had to increase the strength of stimulation last week and overall days the patient had reduced frequency. Today program 2 was best for the patient and they only felt it in the vagina. The patient would revisit with the manufacturer representative in 4 days or another day if that didn't work for the manufacturer representative. The patient was instructed to always start with increasing the volume before changing the program and to keep track of leaks and night time voids. The patient was seen on (B)(6) 2015 and the manufacturer representative was present for analysis. The x-ray was reviewed and the manufacturer representative also arrived at program 2 being the best. The patient was given 3 new programs for alternatives with 0 negative and case positive, 3 positive, 2 positive, and 1 positive. The patient was instructed to stay on program 2 for now and increase the volume only if they noticed they were leaking more. The patient would revisit in 3 months for a follow-up. There was a 50 percent or greater symptom reduction. The component involved in the event was the implantable neurostimulator (ins). The patient was implanted by another hcp and they felt a lot of implant pocket stimulation. The troubleshooting done to provide insight to the issue was an x-ray and the lead appeared good. The hcp brought the manufacturer representative in to help with programming to see if there was less pocket stimulation. The patient had normal impedances. The cause of the event was not determined and it was device related. The patient recovered without permanent impairment.

Event description:
It was reported that 2 days ago the patient¿s family member was recalibrating their settings and the patient got a jolt that was pretty bad and made their toes twist. The patient didn¿t know if their family member was increasing or decreasing stimulation when the jolt happened. When the weather was warm, the stimulation was lower, and when the weather was rainy or the patient¿s arthritis was acting up, the stimulation was higher. The patient was getting relief from the therapy. The patient did not have a fall or trauma. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0hhu5, implanted: (B)(6) 2014, product type: lead. Product ID :3037, serial# (B)(4), product type: programmer, patient. (B)(4).